Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of fentanyl at 950.7 mcg/day and 8.4 mg/ml of bupivacaine at 3.9931 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient had been hospitalized and was somnolent. The patient was reportedly responding to narcan. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The pump was turned to minimum rate. The patient's status was considered unknown. The resolution of the issue was considered unknown. Additional information was received on 2017-jul-06 from the manufacturer's representative. The initial reporter information was provided. It was also reported that the root cause of the patient's somnolence was unknown. It was unknown if the issue had been resolved or what the patient's current status was. No further complications were reported.